Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed but not replicated during failure analysis. The unit was tested on the in-house system and pass normal mode without triggering any error. The unit was also tested on the patient side cart (psc) fixture test platform (pftp) and pass all tests. The remote fe logs showed that the error was pointing to the carriage. Opened carriage and look for any fluid intrusion on axes controller carriage radio frequency identifier (rfid) (accr), axes controller carriage logic (accl) printed circuit assembly (pca) or any damaged cables, but no issue was found. The unit passed direction test, sensor check, carriage lissajous, sine cycle, carriage friction test, friction test, brake test, carriage strength test, carriage switches, carriage/acm fan and fiber test. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci assisted malignant hysterectomy surgical procedure, the system generated errors on universal surgical manipulator (usm) 3 of the patient side cart (psc). Technical support reviewed the system logs to confirm two occurrences of error 31085 reported by usm 3 indicating radio frequency identifier (rfid) device failure reported by the axes controller carriage (acc) component. Customer disabled usm 3 to recover and power cycled the system to restore usm 3, but the error reoccurred. The customer then disabled usm 3 and continued with the procedure. The procedure was completed with no injury to the patient.